Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer had refilled/reused the cartridge. Technical support educated customer not to refill/reuse cartridge. Customer loaded a new cartridge and resumed insulin therapy.